Manufacturer narrative:
After several reminders to the field support, the model of the device, its serial number and the date of explantation remained unknown. Therefore, the device history report could not be assessed. This case is recorded and retained for training purposes.

Event description:
Reportedly, the device model, implantation & explantation dates are unknown. On 08 october 2025, an abbott representative contacted microport crm mentioning that dr. (B)(6), mentioned to an abbott representative that a patient had previously had their ipg system explanted due to an infection we became aware that a microport device was involved. Further information will be gathered by aurelie euzet our mp-crm representative at the center.

Event description:
Reportedly, the device model, implantation & explantation dates are unknown. On (B)(6) 2025, an abbott representative contacted microport crm mentioning that dr. (B)(6), mentioned to an abbott representative that a patient had previously had their ipg system explanted due to an infection we became aware that a microport device was involved. Further information will be gathered by aurelie euzet our mp-crm representative at the center.

Manufacturer narrative:
As explained in the complaint description, the model of the device, its serial number and the date of explantation are unknown. Requests have been sent to get information. We will come back to you asap.